Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. Sealant was not returned with the device. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter and shuttle cartridge which indicated an incomplete engagement of the advancer tube. A review of the lhr was not possible as the lot number was not provided. Based on the provided info and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci distributor that apt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). 50/50 contrast and saline mixture were used. Peri-procedure, the py was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician did not see the white advancer tube although the shuttle was all the way down. The pt was converted to 10 minutes of manual compression at which time hemostasis was achieved. The pt was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure. No further info is available.